Event description:
It was reported that an alert was received via remote transmission for non-sustained lead noise. Upon review of session records, myopotential oversensing was suspected. Programming changes were recommended and will made during patients next follow up.